Manufacturer narrative:
The product was discarded and will not be returned for analysis. As such, analysis is limited to review of the device history record. During manufacturing, the mechanical resistance of the temporary pacing leads is tested by performing a nondestructive pull test on 100% of the products. In addition, the electrical resistance and insulation integrity of both wires of the temporary pacing lead is measured. The products packed under this lot passed successfully this non-destructive pull test, electrical measurement and insulation integrity tests. Further review of the device history record shows that this product met all manufacturing requirements prior to being released for distribution. Product labeling contains sufficient instructions for the user, including product illustrations for the proper use of the device, per its labeled indications. The instructions for use indicates an implant duration of seven (7) days or less. The reported 22-day service life of this device was beyond the recommended time frame, and likely contributed to the reported wire breakage. Conclusion: although the exact cause for the reported event could not be determined (due to no product return), user interface likely contributed to the event. The product was implanted 15 days longer than the indicated 7 day implant duration. Medtronic continues to monitor field performance to detect similar events. There have been no adverse patient effects reported.

Event description:
Medtronic received information that this temporary pacing lead fractured. This observation was made 22 days post implant, when the lead was being explanted from the patient. During removal, no resistance was felt when removing this right ventricular wire. The information indicates that the distal electrode remains within the patient. The physician noted that an x-ray obtained 6 days post implant had identified an increased distance between the proximal and distal electrodes. However, the lead continued to exhibit normal sensing and pacing functions up to the date of explant. The indication for implant had been bradyarrhythmia (atrial fibrillation with sinus node dysfunction), and use of a permanent pacemaker was recommended. The patient, however, refused implant of a permanent pacemaker. Consequently, the use of the temporary heart wire extended over a longer period of time. No adverse effect on the patient was reported. The wire was discarded.